Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray supply was interrupted in the lateral tube fluorine. Fse checked the system log files and found 02wg and 02hx errors referring to kv asymmetry on lateral generator. Upon functional testing, fse found that the issue was due to faulty lateral generator converter. Fse disassembled, replaced lateral generator converter and performed tube calibration. After the replacement of converter, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected

Event description:
It has been reported to philips that x-ray generation was not available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.